Event description:
A generator replacement of a v-110d was performed on a patient with high defibrillation thresholds. After the v-110d generator was removed, dfts were evaluated using the hvs-02. One induction was done with a successful conversion at 600v. The device was then connected to the leads. Another induction was done, the device shock failed to convert the arrhythmia, and the patient was defibrillated after several external shocks. The patient's incision was closed and she was returned to her room to recover prior to any additional testing. Following the implant, it was determined that the header configuration of the v-185d led to the leads being inserted in a different configuration than the configuration tested using the hvs-02. The technical services dept of st. Jude med/crmd, informed the physician. The physician returned the patient to surgery on 08/21/1998 for further dft testing. The lead configuration was revised, induction testing was performed, and the device successfully converted the induced arrhythmia.